Manufacturer narrative:
Final device analysis results revealed hybrid lock-up after MRI exposure.

Event description:
The hcp reported no telemetry after MRI. The pt's cervical spine was scanned by the MRI. The hcp reported the pt was stable after the device was replaced. The device was returned to the MFR for analysis.